Manufacturer narrative:
The pc2-400135 navigation, 3.5mm drills were returned and evaluated. It was observed that the nose of the drill bit on both instruments was flattened out, which confirms the reported failure. These devices are reusable instruments that are subject to handling and repeat use after distribution. Wear and damage can occur over time. Review of labeling: warnings and precautions carefully inspect all instruments prior to use. Do not use an instrument that is severely marred or worn, or a cutting instrument with dull edges. Note that at some time, instruments may wear out and should be replaced.

Event description:
On (B)(6) 2025, a surgeon experienced issues when using the northstar navigation, 3.5mm drills. The northstar navigation, 3.5mm drill was dull, therefore, repetitive efforts were required to penetrate the bone with the screw. The surgery was able to be completed with the drills, however, the issue led to at least a half hour delay in the surgical procedure, prompting this report. No patient injuries were reported and the problem did not require additional medical or surgical treatment. This report is to document the issue for one of the two affected instruments involved in the event. See MDR 3012120772-2025-00068 for report on the alternate drill.